Manufacturer narrative:
Due to character limitation in e1 for event site city, the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk leak test fail. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) after in-house inspection, found that the safety disk membrane leak test failed. Fse replaced safety disk (d202-00-0140). Leak test ok, drive test ok.